Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the health care professional (hcp) called into technical services to discuss a left ventricular (lv) lead impedance measurement of 2037 ohms, which was seen as out of range by the device due current device programming. The most recent left ventricular (lv) lead threshold performed was normal. Though the impedance measurement is high, it is still within normal limits for this lead. This lv lead impedance range is 200-3000 ohms. Device alert settings are up to the physician's discretion. There was no allegation of noise or loss of capture at this time. Technical services provided troubleshooting and programming recommendations. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Further engineering investigation was conducted of the device's diagnostic data that was downloaded and submitted to boston scientific technical services for review. It was determined that the high out of range pacing impedance measurements was not associated with the device's spring contact and lead terminal ring as previously reported. As all available evidence indicates the cause of the event was due to the rv lead and not the device.

Event description:
It was reported that the health care professional (hcp) called into technical services to discuss a left ventricular (lv) lead impedance measurement of 2037 ohms, which was seen as out of range by the device due current device programming. The most recent left ventricular (lv) lead threshold performed was normal. Though the impedance measurement is high, it is still within normal limits for this lead. This lv lead impedance range is 200-3000 ohms. Device alert settings are up to the physician's discretion. There was no allegation of noise or loss of capture at this time. Technical services provided troubleshooting and programming recommendations. No adverse patient effects were reported.